Event description:
Elevated results on triage cardio profiler for ckmb=11 ng/ml and troponin (tni) =0.88 ng/ml when compared to results on ortho analyzer for ckmb= 0.4 ng/ml and tni<0.012 ng/ml. Edta whole blood was tested on triage/heparinized plasma on ortho. Patient admitted 10/8 with diagnosis of arm pain. Caller verifies that samples were not mislabeled redraws were tested on ortho.

Manufacturer narrative:
Complaint investigation in-process.